Manufacturer narrative:
Date of event is unknown. Date of implant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The unique device identifier (UDI #) is unknown because the lot and part number were not provided

Event description:
It was reported that the patient was experiencing ineffective therapy due to lead migration. As a result, surgical intervention took place wherein the leads were explanted and replaced to address the issue.